Manufacturer narrative:
(B)(4). The customer has stated that the sample is available for return however carefusion has yet to receive the sample. In the event additional information is received or the sample is evaluated a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the unit alarmed "xdcr (transducer) fault and the circuit pressure transducer test failed. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis department received the suspect faulty main printed circuit board assembly and installed it onto a known good unit. The unit was powered on in operating mode where the reported failure was reproduced and isolated to a failed transducer. This is considered a known issue and is being addressed through an internal investigation. In the event, additional information becomes available a follow-up report will be submitted.